Manufacturer narrative:
The evita 4, manufactured in november 2007, including its logbook was available for the investigation. In a device check no deviation of the device from the specification could be determined. Based on the logbook entries it can be confirmed that the device performed one warm start on the day of the event. The entries of the error log do not give any indication of a hardware defect. Based on the results of the investigation, it is likely that the device has rebooted due to external electrostatic effects exceeding iec60601-1-2 standard requirements. During a warm start, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while ventilating a patient in niv mode the device switched off for about 10-15 seconds and restarted. The nursing staff was at the bedside during the event. After the restart the ventilation continued with the same settings. According to the biomed department the device alarmed and no patient harm occurred.